Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on the instructions of your georgian representatives' engineers, we replaced all spare parts (oxygen sensor, blower, check valve, etc.) On their recommendation, and the software was also changed as necessary, however, the devices have a problem with "disconnection on ventilator side". No health consequences or impact.

Manufacturer narrative:
Complainant reported about disconnection on ventilator side during ventilation. Provided logfiles confirm the reported issue during ventilation. Despite repeated requests, no information was provided about what was done to resolve the issues. Therefore, this complaint is closed due to lack of information. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.